Event description:
Broach handles (quantity 2) loosen when being impacted. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation:the results of the evaluation performed indicated the field complaint was not verified.